Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter stated that on (B)(6) 2011 the patient experienced blood glucose (bg) of 30.9 mmol/l. She stated that the cartridge cap was loose, and that it keeps coming loose and has been replaced twice but the issue remains unresolved. This complaint is being reported because the patient allegedly experienced hyperglycemia due to a loose cartridge cap.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump performed the rewind, load, and prime steps and the cartridge cap remained secure. The pump was exercised for 24 hours and the cartridge cap remained secure. The cartridge compartment and cap were inspected and all threads were found to be intact. A 29 hour flow accuracy test was performed on the pump and the pump was found to be delivering within specifications. No pump defects were found.